Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient's lead/wire broke and stopped working. The patient said that she thought she wanted to just have everything taken out but no one will touch it; the patient stated that her managing healthcare professional tried referring her to surgeons to replace it or take it out but she has had no luck so she gave up. The patient was wondering how hard it would be to take the wire out. The patient stated that she thinks her wire was old because it only had 4 electrodes and now they have (B)(6); it was reviewed how different model leads may have a different number of electrodes. No symptoms were reported. No additional complications were reported/anticipated.